Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg wound incision was opening. As a result, surgical intervention was undertaken wherein the wound was revised and the ipg replaced.